Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. The patient had their refill (B)(6) 2026 but it was unknown when their issues began. Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who was receiving unknown morphine drug via an implantable infusion pump for non-malignant pain indications for use, regarding an external device. It was reported that they've been sick and not using the pain pump. The patient was supposed to have a refill (B)(6) but they weren't able to do so and they were locked out. The patient mentioned that the "insurance company won't cover for another dose of morphine". Yesterday ((B)(6) 2026) the patient finally got their refill, having stated they "take out the old medicine and put new medicine yesterday". When they got home they were still locked out, and they need to get a bolus because they were in pain. Pt mentioned their expected refill date was (B)(6) 2026, they have 4 bolus, and 'locked out duration in effect "daily dose without boluses"'. The patient was not sure if the pump time had been reset when the pump got refilled yesterday. The patient clarified that before and after the refill yesterday they were locked out. Technical services (ts) reviewed information and redirected the patient to their managing healthcare provider (hcp). The patient tried to reconnect to their pump and had an issue in connecting; the patient stated the screen was just connecting at 90%. Ts was about to assist the patient to delete the data but then they got connected and the screen showed deliver bolus. Pt stated "I just need to wait it out then it will find it will finally go". The patient confirmed they were able to get bolus despite the lagging issue. Ts provided instructions on how to clear data however the patient had difficulties going to the right screen. Ts asked if there was a voice command or if the screen switches fast. The patient commented "it just goes to a different screen". Ts attempted again but the patient could not locate 'apps' in settings and at times unable to do close all: "it won't bring up close" "it won't let me scroll down any further". The attempt to clear data was unsuccessful. Ts reviewed the need to reach out to the managing hcp for further assistance on expected refill date showing as (B)(6) 2026 and pump time.